Manufacturer narrative:
Additional event description: patient's last visit was on (B)(6) 2016, with best-corrected visual acuity (bcva) 20/20. Device evaluation: lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was bent. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -18.00/+1.5/091 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and a shallow chamber. The lens was exchanged for a shorter lens and the problem was resolved.